Event description:
It was reported that the patient underwent a cervical procedure using posterior fixation at c1 to c2. It was reported that a plug came loose and the rod came off from the pedicle screw. The patient refused to receive the revision surgery.

Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. However, the suspect devices in use are lot# w08f4852 and w08g2185. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 6950305, 510k # k042498 was cleared in the united states.